Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device endured an unspecified surgical procedure, where a magnet was placed over the device area. Pacing inhibition was observed for several seconds. Once the magnet was removed, beeping tones continued to be exhibited from the device. During the post-operative check, the medical personnel received a message that a magnet was present, when a magnet was no longer applied. Technical services discussed programming recommendations. No other adverse patient effects were reported with this clinical observation.